Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the trial procedure the patient was hospitalized due to pain. The physician believes a nerve root was irritated. The patient was recommended by the doctor to start using the device and subsequently received effective pain relief. However, the physician later decided to remove the leads. There have been no reports of further complications regarding this event.